Event description:
Physician was attempting to use an inpact admiral dcb  along with non-medtronic 6fr 90cm sheath and guidewire during procedure to treat a severely calcified lesion in the left proximal superficial femoral artery (sfa) with 80% stenosis. The vessel was severely calcified. The vessel diameter and lesion length were 6mm and 40mm respectively. No embolic protection was used. A non-medtronic inflation device was used for balloon inflation. Hepsal 60% and omni40% mixture was used for inflation fluid. There was no damage to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. During balloon inflation balloon burst/leak occurred at 8atm at first inflation for 42 seconds. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that access was right brachial after a non-medtronic 2.0 burr multiple speeds/passes. Physician used a non-medtronic support catheter to exchange wires to "0.035 guidewire, then removed support catheter and utilized second dcb successfully. There was no complications associated with this event. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: image shows the left proximal superficial femoral artery (sfa) under fluoroscopy at the account. There appears to be an area of restricted contrast flow in the proximal section of the vessel in the image which is possibly the location of the reported lesion. The complaint device is not present in the image provided. The reported ¿burst¿ cannot be confirmed through analysis of the image. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.